Event description:
During follow-up, sensing noise was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.